Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. It was reported the patient was hospitalized for other indications and while hospitalized the patient was diagnosed with peritonitis. The patient was treated with unknown intravenous antibiotics for the event. The patient was recovered from the peritonitis event, the month following diagnosis of the event. The same month, the pd catheter was removed, dianeal therapy was discontinued and the patient was permanently switched to hemodialysis. No additional information is available.